Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large suturecut needle driver was observed to have torn fibers on the bowden cable. There was no reported patient involvement. Intuitive surgical inc. (Isi) obtained additional information regarding this event. The instrument was checked before use. The problem was identified during central processing. No fragment fell into the patient and there was no patient injured due to the reported problem. During the procedure no damage was visible. There was no delay in the procedure reported. There was no loss of cautery associated with a broken/loose cable, no sign of thermal damage at the point of breakage of the conductor cable. It's possible that the instrument did collide with another instrument during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grip cable frayed to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additional observation(s) not related to the customer reported complaint were also identified: the large suturecut needle driver instrument was found to have blade damage. Both blade edges were indented. The instrument blades were found with signs of corrosion. Both blades exhibited light pitting corrosion on the outer, non-cutting surfaces of the blades.

Event description:
Refer to h10/h11 for follow-up information.